Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and the product was replaced and released. The DHR anomaly was unrelated to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2007. It was reported that the pt lost stimulation. The pt's programmer was unable to communicate with the ipg. A replacement external device was sent to the pt. F/u on the pt reported that pt preferred to wait until after (B)(6) to be reprogrammed. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have led to the explant of the ipg.